Event description:
It was reported that prior device change out, fluoroscopy revealed externalized conductors. All electrical measurements were within normal limits. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.